Event description:
A surgeon reported the system displayed low power and the procedure was not completed. The surgeon felt the laser area could have been "wider". The pt will be rescheduled in order to complete the treatment. Add'l info was requested, but the surgeon is unwilling to provide any further info.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).